Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent total right hip arthroplasty on (B)(6) 2005 and was implanted with a stryker trident acetabular hip system coc. It is further alleged that after implantation, plaintiff began to experience pain in the right hip in or around (B)(6) 2009. In (B)(6) 2011, plaintiff began to notice a clicking noise in her right hip and was revised (B)(6) 2011.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic insert. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.